Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If additional information is received, or if the device is received for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that four years six months post implant of this aortic bioprosthetic valve, the device was explanted and replaced with a bioprosthetic valve. Two of the leaflets were torn and the device appeared misshapen. No further adverse patient effects were reported.

Manufacturer narrative:
The valve was returned for analysis. Upon inspection, it was discovered that this was not a medtronic product. The device was misidentified as a medtronic product by the initial reporter. The device has been sent to the proper manufacturer. There is no complaint against any medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.